Event description:
Malfunction hazard/product is coming apart, in pieces, shredding, floating fluff [device breakage]. Yellow spots on the tampons [product contamination]. I suspect that the product is counterfeit [suspected counterfeit product]. Consumer reported via web that there were yellow spots and fluff on tampons. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding, floating fluff [device breakage] yellow spots on the tampons [product contamination] I suspect that the product is counterfeit [suspected counterfeit product] case narrative: consumer reported via web that there were yellow spots and fluff on tampons. No injury reported.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding, floating fluff [device breakage] yellow spots on the tampons [product contamination] I suspect that the product is counterfeit [suspected counterfeit product] case narrative: consumer reported via web that there were yellow spots and fluff on tampons. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.